Manufacturer narrative:
(B) (4). The stent remains in the pt. A follow-up report will be submitted with all additional relevant info.

Event description:
Device issue: none. Adverse event: restenosis requiring medication. Onset of adverse event: after the procedure. It was reported via a trial that on (B) (6)2009, the pt underwent direct stenting in the mid left anterior descending artery (lad) with two xience v stents and direct stenting in the right posterior descending artery with one xience v stent. On an unspecified day in (B) (6) 2010, the pt experienced exertional chest pain, dyspnea, and fatigue. The pt underwent a diagnostic coronary angiogram on (B) (6)2010 showing the index stents were widely patent; however, there was a 90% narrowing in the diagonal artery that branches off the lad and was within 5 millimeters from the index lad stent. The pt was conservatively treated with nitrates without revascularization via percutaneous intervention. There was no adverse pt sequela. There was no additional info provided.